Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that t the act button stops working during the manual prime process during a set change and he has to remanuever his finger to get it to work properly. The customer stated that the insulin pump was expose to MRI. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms or displacement anomalies noted. The motor was tested outside the device and it passed. The pump had intermittent buttons due to corroded keypad traces. The pump also had a cracked case at the display window corners and battery tube threads, minor scratches on the display window and a missing end cap sticker.